Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomena be confirmed/reproduced. However, it¿s likely the cause is related to excessive dust, loosening of connection and excessive heating. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source exhibited an e102 (light source has broken down) and an e103 (lamp error) error message. The issue occurred during a diagnostic procedure for an unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.